Event description:
During a voice of the customer survey, this patient was asked why peritoneal dialysis (pd) was discontinued. The patient¿s response stated that it was the doctor¿s recommendation due to peritonitis. The patient added that there were no problems with home pd and there was nothing that could be attributed as a cause of the peritonitis because of the training. Additionally, the patient stated needing to be more aware of the dangers of catching peritonitis. Attempts to obtain additional information were unsuccessful. The clinic listed in the file stated the patient used to be at their clinic; however, had transferred to a new clinic. The new clinic information was not available. No further information related to the peritonitis event was obtained.

Manufacturer narrative:
Clinical review: there is a possible temporal relationship between peritoneal dialysis therapy utilizing an unknown liberty cycler with unknown cassette and the patient event of peritonitis with subsequent transition to hemodialysis. It is unknown if this patient was utilizing fresenius product(s) at the time of the peritonitis. There is no documentation in the complaint file to show a causal relationship between the adverse event and use of the unknown liberty cycler with unknown cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cassette defect reported for the event. Although no information was obtained related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information, not knowing if the patient was utilizing fresenius product(s), and no allegation of a malfunction, deficiency or defect, the unknown liberty cycler with unknown cassette can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a voice of the customer survey, this patient was asked why peritoneal dialysis (pd) was discontinued. The patient¿s response stated that it was the doctor¿s recommendation due to peritonitis. The patient added that there were no problems with home pd and there was nothing that could be attributed as a cause of the peritonitis because of the training. Additionally, the patient stated needing to be more aware of the dangers of catching peritonitis. Attempts to obtain additional information were unsuccessful. The clinic listed in the file stated the patient used to be at their clinic; however, had transferred to a new clinic. The new clinic information was not available. No further information related to the peritonitis event was obtained.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing an unknown liberty cycler with unknown cassette and the patient event of peritonitis with subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the use of the cycler and cassette and the patient event of peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or cassette defect reported for the event. Although no information was obtained related to culture results, in the patient¿s understanding the cause of the peritonitis was a nail fungus the patient had had since the teen years. In fungal peritonitis cases, it is the recommendation of the international society of peritoneal dialysis (ispd) to remove the pd catheter immediately once fungi are identified in the pd effluent. Certain species of fungi are part of the normal flora in most people¿s skin and genitourinary and gastrointestinal tracts, and antibiotic therapy increases their density of colonization.based on the limited information and no allegation of a malfunction, deficiency or defect, the unknown liberty cycler with unknown cassette can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
During a voice of the customer survey, this patient was asked why peritoneal dialysis (pd) was discontinued. The patient¿s response stated that it was the doctor¿s recommendation due to peritonitis. The patient added that there were no problems with home pd and there was nothing that could be attributed as a cause of the peritonitis because of the training. Additionally, the patient stated needing to be more aware of the dangers of catching peritonitis. Attempts to obtain additional information were unsuccessful. The clinic listed in the file stated the patient used to be at their clinic; however, had transferred to a new clinic. The new clinic information was not available. No further information related to the peritonitis event was obtained. A response from the patient was received. The patient stated there were no issues with any equipment. In the patient's understanding, the peritonitis was caused by a nail fungus that the patient had since teenage years. The patient was now completing home hemodialysis. No further information related to the peritonitis event was provided.

Event description:
During a voice of the customer survey, this patient was asked why peritoneal dialysis (pd) was discontinued. The patient¿s response stated that it was the doctor¿s recommendation due to peritonitis. The patient added that there were no problems with home pd and there was nothing that could be attributed as a cause of the peritonitis because of the training. Additionally, the patient stated needing to be more aware of the dangers of catching peritonitis. Attempts to obtain additional information were unsuccessful. The clinic listed in the file stated the patient used to be at their clinic; however, had transferred to a new clinic. The new clinic information was not available. No further information related to the peritonitis event was obtained. A response from the patient was received. The patient stated there were no issues with any equipment. In the patient's understanding, the peritonitis was caused by a nail fungus that the patient had since teenage years. The patient was now completing home hemodialysis. No further information related to the peritonitis event was provided.

Manufacturer narrative:
Clinical review: there is a possible temporal relationship between peritoneal dialysis therapy utilizing an unknown liberty cycler with unknown cassette and the patient event of peritonitis with subsequent transition to hemodialysis. It is unknown if this patient was utilizing fresenius product(s) at the time of the peritonitis. There is no documentation in the complaint file to show a causal relationship between the adverse event and use of the unknown liberty cycler with unknown cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cassette defect reported for the event. Although no information was obtained related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information, not knowing if the patient was utilizing fresenius product(s), and no allegation of a malfunction, deficiency or defect, the unknown liberty cycler with unknown cassette can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a voice of the customer survey, this patient was asked why peritoneal dialysis (pd) was discontinued. The patient¿s response stated that it was the doctor¿s recommendation due to peritonitis. The patient added that there were no problems with home pd and there was nothing that could be attributed as a cause of the peritonitis because of the training. Additionally, the patient stated needing to be more aware of the dangers of catching peritonitis. Attempts to obtain additional information were unsuccessful. The clinic listed in the file stated the patient used to be at their clinic; however, had transferred to a new clinic. The new clinic information was not available. No further information related to the peritonitis event was obtained.